Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was performed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Product code: product code name. Dsb plethysmograph, impedance. Qms: adjunctive open loop fluid therapy recommender. Dqe: catheter, oximeter, fiber-optic. Dqk: computer, diagnostic, programmable. Mud: oximeter, tissue saturation. Fll: thermometer, electronic, clinical. Qaq: adjunctive predictive cardiovascular indicator.

Event description:
It was reported that, during use, that the clearsight blood pressure (bp) was inaccurate when compared to the other "cnp blood pressure". The blood pressures continued to drop to 0/0 and then stop. The user re-zeroed the hemosphere pressure controller kit, which temporarily corrected the issue for a few minutes but then the event occurs again. There are no allegations of patient injury or harm.

Manufacturer narrative:
One pressure controller kit was returned for evaluation. The customer report was unable to be confirmed. The hemosphere vita (hempc2k) was connected to an hemosphere alta (altaall1). The ev1000 (pc2k) caused no errors. The connected heart reference sensor successfully zeroed. Normal waveform and bp readings were able to be acquired a on each cuff. Monitored for 1 hour on each cuff and there was no loss of readings or the waveform. No damage was found. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected unit was returned for evaluation and no defect was found. Based on the information obtained, the root cause of the alleged complaint is unable to be determined at this time. There was no evidence of product nonconformance or labeling/IFU inadequacies identified. As part of the manufacturing process 100% of the units go through an electrical inspection process. Complaints incidence will continue to be monitored, and applicable actions will be taken as required.